Manufacturer narrative:
The actual date of event is unknown. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution, which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device evaluated by bd service.

Event description:
It was reported that the device door flange detector was broken off. There was no patient involvement.

Manufacturer narrative:
Correction: device manufacture date. Annex b: b11, b14. Annex g: g04113. Additional information: annex a: a040507, a0404. Annex g: g04061, g04055, g0405206.

Event description:
It was reported that the device door flange detector was broken off. There was no patient involvement.